Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: baxter, 100ml IV bag of 0.9% sodium chloride injection usp, (B)(4), lot number 280043, exp oct 2016; cefepime, one gram/vial, lot number 106065c, exp 11/2017; hospira 1000ml IV bag, ndc (B)(4), lot number 61-811 fw, exp 1 jan 2018; therapy date (B)(6) 2016. The customer¿s report of unregulated flow was not confirmed. Visual inspection observed no obvious damages or any issues. The sets were attempted to be reprimed- blue dyed fluid used with the secondary set; and clear fluid used with the primary set. No issues were observed. The suspect primary set's pumping segment's safety clamp was manually activated and both sets were hung in a secondary infusion setup. There was no observation of any fluid leaking out from the distal end; or any of the secondary set's blue fluid going up past the primary set's check valve. The primary set's roller clamp, located below the pumping segment, was manually closed and its safety clamp was manually pushed in and there was still no observation of any fluid leaking out from the distal end or any of the secondary set's blue fluid going up past the primary set's check valve. The primary set was loaded into a test pump module and the primary set's roller clamp was manually opened; there was no observation of any fluid leaking out from the distal end or any of the secondary set's blue fluid going up past the primary set's check valve. Both a secondary and primary infusion were programmed to each infuse at 125ml/hr for one hour and no free flow issue past the distal end, secondary fluid going into the primary bag, or any issues were observed. Both infusions completed as expected with no issues or any alarms observed. With the sets still attached, the sets were also pressure tested up to 30psi while underwater with the same result of no issues observed. The root cause of the unregulated flow was not identified.

Event description:
The customer reported the IV tubing was installed into the module, the door was closed and a "free flow condition was reported when the secondary IV was initiated the module was turned off and the nurse quickly closed the roller clamp on the tubing. The IV tubing was discarded. No patient harm reported.